Event description:
Customer reported receiving inaccurate readings on their precision xtra blood glucose monitor. Customer received a reading of 377 mg/dl compared to a lab reading of 160 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is a final report. The complaint was not confirmed and no new issues or errors were observed during control solution testing. All results were within the range specification. According to the memory log of the meter, the reading of 377 mg/dl was listed.